Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads. Moisture damage was noted on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported that the insulin pump was exposed to water and had a crack on lower left hand corner of display screens towards reservoir compartment. The customer's blood glucose level was 68 mg/dl. The customer was offered to troubleshoot for low blood glucose level but declined. The patient had the insulin pump in the room during a shower. The customer was treated for low blood glucose by eating. The troubleshooting was performed. The customer was advised to discontinue to use the insulin pump and revert to back up plan. The patient was advised that we will replace the insulin pump.